Manufacturer narrative:
Eval: eval on-going.

Event description:
Decompression surgery: tip broke during spinal surgery in thin bone. No pt injury or prolonging of surgery reported. Footplate is completely broken from the device. Footplate was discarded. Piece was able to be easily removed. Momentary delay. No add'l x-ray was taken in order to locate the broken piece.